Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box data revealed pump reboots related to battery changes; however, no indication of inaccurate delivery, errors, alarms, or warnings was observed. The total daily dose values in the pump history added up to accurately reflect the user programmed basal rates. A delivery accuracy test was performed and passed, indicating the pump was delivering within required specifications. The pump was exercised for 24 hours successfully with no errors, alarms, or warnings observed. The complaint was not duplicated, and no defect was found.